Event description:
The customer reported a vague transformer problem. There was no reported pt involvement. On (B)(6) 2012, the philips field service engineer clarified the problem was that the ac power module had no output.

Manufacturer narrative:
(B)(4). The customer reported a vague transformer problem. There was no report pt involvement. On (B)(6) 2012, the philips field service engineer clarified the problem was that the ac power module had no output. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.